Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative results. Customer stated my family has been exposed to flu a. I bought 2 tests for my sibling and 89 year old step-father. Thank goodness both went to their md a day later. They both have flu a and these tests said negative. We missed the 48 hour window to prescribe tamiflu, due to these inaccurate tests. Please beware of them.